Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) while implanted. The field representative and the physician noted that this ICD has a shortened elective replacement indicator (eri) to end of life (eol) period. Moreover, boston scientific technical services (ts) indicated that this was not a premature battery depletion (pbd) but rather battery impedance build up such that charge time (CT) got too long. Hence, the physician and the field representative opted to replace the device as planned. The defibrillator was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.